Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that issue has been resolved. A technical service engineer found that the issue was already resolved on the same day. The system functioned as intended. The serial number, UDI and manufactures details kept blank since the given asset information found to be pyxis es it infrastructure.

Event description:
It was reported by the customer that a pyxis medstation es system had a delay in patients crossing over to pyxis stations. The customer reported that the user was unable to remove the medication and there was delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.